Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 2.5x12 mm nc traveler balloon dilatation catheter (bdc) was unable to be advanced over the balance middleweight (bmw) guide wire. The balloon was unable to be advanced and the guide wire became stuck inside the balloon. The devices were removed as a unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The 2.5x12 mm nc traveler balloon dilatation catheter (bdc) was unable to be advanced over the balance middleweight (bmw) guide wire. The balloon was unable to be inflated and the guide wire became stuck inside the balloon. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined factors that may contribute to difficulty advancing and difficulty to removing the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, and/or damage to the catheter or guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.